Manufacturer narrative:
Event summary: it was reported that the patient had several high priority alarms. Log files were reviewed and indicated four critical battery alarms. The battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis could not be performed as the device was not available for analysis. Log file analysis revealed that the controller, has a software which contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. The reported event was confirmed via review of the controller log files, which revealed four (4) critical battery alarms due to communication errors between the controller and the battery. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and the battery. Additionally, log files revealed several high watts alarms indicating that the power value was above the power limit of 6.5 watts. This is an additional observation not related to the reported event a review of the event file revealed that the set speed was changed to 3000 rpms on (B)(6) 2017, prior to the high watt alarms. As a result, the likely cause of the high watt alarms can be attributed to an increase in the set speed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that two batteries also had communication errors. One battery remains in use.

Manufacturer narrative:
Corrections: b3, b5, h10 product event summary: one battery (B)(6) was returned for evaluation. One battery (B)(6) was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(6), in use during the event date has a software which contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported communication errors were confirmed. The reported critical battery alarm event was confirmed via review of the controller log files, which revealed four (4) critical battery alarms involving (B)(6) due to communication errors between the controller and the battery. Additionally, log files revealed several high watts alarms indicating that the power value was above the power limit of 6.5 watts. This is an additional observation not related to the reported event. A review of the event file revealed that the set speed was changed to 3000 rpms on (B)(6)2017, prior to the high watt alarms. As a result, the likely cause of the high watt alarms can be attributed to an increase in the set speed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and the battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2018 / serial#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 31-may-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had several high priority alarms. Log files were reviewed and indicated four critical battery alarms. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the event date has a software which contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. The reported event was confirmed via review of the controller log files, which revealed four (4) critical battery alarms due to communication errors between the controller and the battery. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and the battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.